Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was received to the biomed shop with a broken "tubing" membrane. The membrane was replaced and passed all preventative maintenance (pm) checks. The device¿s functionality was verified to be within tolerance and returned to service (rts). Per customer, no further information will be provided.